Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity. Clinical investigation: at this time, there is no allegation or documentation that indicates the liberty cycler/ liberty cycler set caused or contributed to the patient's peritonitis. Documentation in the medical records received indicate the patient's peritonitis event was due to an infected pd catheter. Therefore, the completion of a clinical investigation is not warranted at this time. Should additional information become available regarding a serious adverse event, the need for a clinical investigation will be re-evaluated accordingly.

Event description:
During medical review for a separate event, it was discovered a peritoneal dialysis (pd) patient had a previous instance of peritonitis. During a follow up call with the patient¿s peritoneal dialysis registered nurse (pdrn), it was reported peritonitis was potentially caused by a fungal infection around the catheter. The patient¿s pd catheter was removed. Further details surrounding the reported peritonitis event is unknown. Should additional information become available, the file will be reassessed and updated accordingly.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.